Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that a crack was observed in the suction port, and the clinicians were unable to clean line. The trach was removed and replaced and discarded. Date of event was 13-dec-2024. There was no patient harm.